Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced recurrence, adhesions, draining sinus tract secondary to mesh infection, fistula, abscess cavity, open wound, and prior mesh eroded. Treatment provided for these conditions include revision surgery, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, and wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced recurrence, adhesions, draining sinus tract secondary to mesh infection, abscess cavity, open wound, and prior mesh eroded. Treatment provided for these conditions include revision surgery, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, and wound vac.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced pain, inflammation, obstruction, perforation, mesh encapsulation, scarification, lack of adequate growth, recurrence, adhesions, draining sinus tract secondary to mesh infection, fistula, abscess cavity, open wound, and prior mesh eroded. Treatment provided for these conditions included exploratory laparotomy, enterectomy with staple side to side enteroenterostomy, medication, revision surgery, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, and wound vac.

Manufacturer narrative:
Additional info: a4, b5, b7, e1 (facility name, street, city, region, postal code), g1, g3, h6 (updated patient codes and device codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 includes ime e2402: "sinus tract". Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced pain, inflammation, obstruction, perforation, mesh encapsulation, scarification, lack of adequate growth, recurrence, adhesions, draining sinus tract secondary to mesh infection, fistula, abscess cavity, open wound, prior mesh eroded, positive for enterobacter cloacae; streptococcus agalactiae; staph, fluid collection, abnormal wbc, fibrosis, foreign body reaction, abnormal hemoglobin levels, hemorrhagic granulation tissue, fistula tract, drainage from surgical wound, tenderness, nausea, necrotic tissue, tunneling of wound, purulent greenish tan drainage, diaphoretic, discomfort at midline wound, erythema, tachycardia, low grade temperature, serosanguinous drainage, abdominal pain, firm indurated collection of fluid, bulging, two fistulous tracts, scar tissue, non-healing surgical wound, rash. Post-operative patient treatment included exploratory laparotomy, enterectomy with staple side to side enteroenterostomy, medication, revision surgery, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, wound vac, CT scan, wound care, IV fluids, antibiotics, necrotic tissue debrided, pain medication, abdominal wound sharply debrided, wound packed, hypergranulation tissue cauterized, hospitalization, stapled anastomosis, drainage of abdominal wall abscess cavity, several tacks inside abscess cavity removed, suture removal, wound cauterized, rash treatment.

Manufacturer narrative:
Additional info: h6 (patient codes, ime e2402: abnormal white blood cell count, abnormal hemoglobin, induration). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced pain, inflammation, obstruction, perforation, mesh encapsulation, scarification, lack of adequate growth, recurrence, adhesions, draining sinus tract secondary to mesh infection, fistula, abscess cavity, open wound, prior mesh eroded, positive for enterobacter cloacae; streptococcus agalactiae; staph, left rectus muscle hematoma, bowel thickening, fluid collection, abnormal wbc, fibrosis, foreign body reaction, abnormal hemoglobin levels, hemorrhagic granulation tissue, fistula tract, drainage from surgical wound, tenderness, nausea, necrotic tissue, tunneling of wound, purulent greenish tan drainage, diaphoretic, discomfort at midline wound, erythema, tachycardia, low grade temperature, serosanguinous drainage, abdominal pain, firm indurated collection of fluid, bulging, two fistulous tracts, scar tissue, non-healing surgical wound & rash. Post-operative patient treatment included exploratory laparotomy, enterectomy with staple side to side enteroenterostomy, medication, revision surgery, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, wound vac, CT scan, wound care, IV fluids, antibiotics, necrotic tissue debrided, pain medication, abdominal wound sharply debrided, wound packed, hypergranulation tissue cauterized, hospitalization, stapled anastomosis, drainage of abdominal wall abscess cavity, several tacks inside abscess cavity removed, suture removal, wound cauterized, silver nitrate applied & rash treatment.

Manufacturer narrative:
Additional info: h6 (patient code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced pain, inflammation, obstruction, perforation, mesh encapsulation, scarification, lack of adequate growth, recurrence, adhesions, draining sinus tract secondary to mesh infection, fistula, abscess cavity, open wound, prior mesh eroded, positive for enterobacter cloacae; streptococcus agalactiae; staph, left rectus muscle hematoma, bowel thickening, fluid collection, abnormal wbc, fibrosis, foreign body reaction, abnormal hemoglobin levels, hemorrhagic granulation tissue, fistula tract, drainage from surgical wound, tenderness, nausea, necrotic tissue, tunneling of wound, purulent greenish tan drainage, diaphoretic, discomfort at midline wound, erythema, tachycardia, low grade temperature, serosanguinous drainage, abdominal pain, firm indurated collection of fluid, bulging, two fistulous tracts, scar tissue, non-healing surgical wound, skin irritation with odor, pustules, & rash. Post-operative patient treatment included exploratory laparotomy, enterectomy with staple side to side enteroenterostomy, medication, revision surgery, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, wound vac, CT scan, wound care, IV fluids, antibiotics, necrotic tissue debrided, pain medication, abdominal wound sharply debrided, wound packed, hypergranulation tissue cauterized, hospitalization, stapled anastomosis, drainage of abdominal wall abscess cavity, several tacks inside abscess cavity removed, suture removal, wound cauterized, silver nitrate applied, & rash tr eatment.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced pain, inflammation, obstruction, perforation, mesh encapsulation, scarification, lack of adequate growth, recurrence, adhesions, draining sinus tract secondary to mesh infection, fistula, abscess cavity, open wound, prior mesh eroded, positive for enterobacter cloacae; streptococcus agalactiae; staph, left rectus muscle hematoma, bowel thickening, fluid collection, abnormal wbc, fibrosis, foreign body reaction, abnormal hemoglobin levels, hemorrhagic granulation tissue, fistula tract, drainage from surgical wound, tenderness, nausea, necrotic tissue, tunneling of wound, purulent greenish tan drainage, diaphoretic, discomfort at midline wound, erythema, tachycardia, low grade temperature, serosanguinous drainage, abdominal pain, firm indurated collection of fluid, bulging, two fistulous tracts, scar tissue, non-healing surgical wound, skin irritation with odor, mesh erosion, pustules, rash. Post-operative patient treatment included exploratory laparotomy, enterectomy with staple side to side enteroenterostomy, medication, revision surgery, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, wound vac, CT scan, wound care, IV fluids, antibiotics, necrotic tissue debrided, pain medication, abdominal wound sharply debrided, wound packed, hypergranulation tissue cauterized, hospitalization, stapled anastomosis, drainage of abdominal wall abscess cavity, several tacks inside abscess cavity removed, suture removal, wound cauterized, silver nitrate applied, rash treatment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.